Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings and hospitalization. The customer stated that he was hospitalized twice due to high and low blood glucose readings. The customer stated that his wife found him unconscious. The customer's blood glucose reading was 27 mg/dl during the time of the hospital visit. The customer declined to troubleshoot for low blood glucose readings. The customer stated that he woke up to a fever and high blood glucose readings. The customer's blood glucose reading was 366 mg/dl during the time of the hospital visit. The customer had symptoms such as throwing up, chest pains, fever, and pneumonia. The customer was treated with antibiotics and IV injection. The customer declined to troubleshoot for high blood glucose readings.